Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that no image was displayed due to circuit board failure. The design of op-amp circuit board was changed on april 16, 2018. But the subject device manufactured before the design change. According to the evaluation result from local service department, it was confirmed that noise and abnormal color tone were generated when the endoscope was shaken in the connected condition, and the failure of the lock mechanism and corrosion of the video connector were also confirmed. Therefore, omsc presumed that the image failure might be due to the broken connector. The cause of the video connector failure might be wear due to repeated use because 6 years have passed since manufacture, or pulling out without releasing the lock mechanism.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during a laparoscopic cholecystectomy, the horizontal noise lines occurred and image color tone changed to blue intermittently because the video connector was loosened and could not be locked firmly while inserted into the processor. In addition, no image was displayed during use of 150 gi model scopes. The intended procedure was completed with the same system. There was no report of patient injury associated with the event.